Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient was at the dentist getting a filling. After the procedure was done, the patient got up to go to the waiting room. However, he fell and lost consciousness. The patient did not experience any symptoms prior to this as the patient reports having hypoglycemia unawareness. The dental office personnel called an ambulance. When the paramedics arrived, the patient regained consciousness and became combative. He required restraints which caused a wrist injury. When the paramedics were able to get a bg via fingerstick from the patient, the bg meter was reading 40 mg/dl and the patient¿s cgm was reading 78 mg/dl. The patient was transported to the emergency room and treated with IV dextrose. The patient was in good condition at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.